Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument could not be removed from arm1 because instruments wrist was stuck with a cannula. The customer found the instrument tip was bent compared to a spare one. The technical service engineer (tse) advised removing the instrument together with the cannula. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.